Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured in the shape if a pinhole was noted upon first inflation at 7-8 atmospheres for 40 seconds. The device was removed without problem and the procedure was completed with a different device. There were no complications reported and the patient is in good condition after the procedure.